Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned

Event description:
(B)(6). It was reported that it seems there was some sort of mismatch between the tibia prep and the position of the actual tibial implant. When the implant was put in, it migrated 5-6mm from medial to lateral, from where it was supposed to be positioned.

Manufacturer narrative:
Investigation: due to the circumstances that we did not received any devices a failure investigation is hardly possible. This case was discussed with a specialist from the product management. Without any devices (especially the used nq1088r -> iq columbus tibia trial/prep.plateau t4+) and further information an investigation is not possible. The used nq1088r -> iq columbus tibia trial/prep.plateau t4+ is currently not available for investigation. However, we were informed that the product will be shortly returned for investigation. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: due to the circumstances that we did not receive any devices for investigation it is not possible to determine a conclusion and root cause. With the available information up to now and without any devices for investigation we assume at this time that the failure is not product related. Rational: based upon the information received from the (B)(6) loans service team, the affected kit containing product nq1088r has been in use at the complainant hospital since august 2016 without any reported issues. Therefore it is assumed that the reported failure is not product related. All implants nn078k columbus cr/ps tib.plateau cemented t4+ with lot 52353977 have been already delivered to several hospitals. This is the first complaint with this error indication. As mentioned in the investigation, the used nq1088r -> iq columbus tibia trial/prep.plateau t4+ is not yet available. Due to this circumstance it is not possible to make a statement about a possible deviation regarding size or labeling of the nq1088r -> iq columbus tibia trial/prep.plateau t4+. In order to maintain reporting deadlines, this complaint report serves as a preliminary version. The report will be immediately updated upon product arrival. Corrective action: according to sop sa-de13-m-4-2-01-010 a CAPA is not necessary.